Event description:
It was reported that the catheter had not been getting therapeutic relief. On the day of report, a picture was taken and it was discovered that the spinal segment of the catheter had migrated down. It was indicated that the clinician was going to attempt to revise on the following day; if unsuccessful, the catheter would be replaced. On the following day, it was reported that a catheter access port (cap) dye study had been performed one week prior to report. It was confirmed that the intrathecal end of the catheter had migrated. The study had been performed because the patient had been experiencing suboptimal pain therapy. The device system was used to deliver morphine. Ten days later, it was reported that the patient had experienced a return of spasticity. There seemed to be an issue with the spinal segment of the catheter. During the surgical procedure, the old spinal segment was removed and was replaced with a new spinal segment. It was stated that the patient¿s therapy had been restored at the time of report. Two days after that, it was reported that the patient had been experiencing leg and back pain.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).